Event description:
The following description of the event was documented by a carefusion tech support specialist I response to a phone conversation with user facility representative on (B)(4) 2012. "Peep level is not stable. Please test and repair. Call with estimate". On (B)(4) 2012 during a phone conversation between a carefusion service department representative and a user facility representative, carefusion became aware that this device was involved in a pt expiration. The following additional info concerning the event was copied from an e-mail attachment received from the user facility on (B)(4) 2012 that was in response to an e-mail sent by carefusion seeking additional info on (B)(4) /2012. "At a flow of 8 and an insp rate of 9, could not maintain peep above 4 cmh20. Unit did alarm per resp. Staff."

Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion factory service representative. The carefusion service representative evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty peep valve. The carefusion service representative replaced the peep valve and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus a present carefusion considers this to be an isolated incident.